Event description:
On (B)(6) 2023, it was reported by a facility representative via email that the inserter tip of an ar-3636 knotless fibertak, broke off during insertion. The tip was left in the patient and case was completed successfully. This was discovered during a procedure on (B)(6) 2022.

Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Manufacturer narrative:
This report is being submitted to provide additional information in d8, g1, h3, h6: health effect - clinical code, health effect - impact code, component code, type of investigation, investigation findings, investigation conclusions, since the complaint device was not returned, a physical evaluation of the device was not performed. However, the complaint allegation is not confirmed without the device being returned or any photos provided. The most likely cause for the reported failure can be attributed to user error of the device due to improper bone preparation, misalignment insertion, and/or prying/leveraging of the device during insertion.